Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. However, the user did provide a photograph of the error 209 message on the generator's display. Based on the photograph supplied from the customer, the customer's complaint of "error 209" is deemed confirmed. Without receiving the reported device for evaluation, angiodynamics is unable to definitively determine a root cause for this incident. There was no patient harm or injury due to this event, however, as the procedure was not completed, the patient had been unnecessarily placed under anesthesia. This is considered a potential patient safety risk. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the hardware service records for the reported solero generator ((B)(4)) indicates that the unit has not been returned for service for any reason. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system will continue to be monitored for trends. (B)(4).

Event description:
At the start of a microwave ablation procedure, utilizing the solero system, the patient was sedated and the solero probe was tested. The probe passed the testing, placed into the patient and the procedure was initiated. Approximately 4 seconds into the procedure, the solero unit displayed an "error 209; coolant temp . >52oc". The unit was turned off for two minutes and the saline was replaced with a new bag of chilled saline. Upon rebooting the system, the unit still displayed the error 209 message. The treating physician determined to abort the procedure. There was no patient harm or injury due to this event, however, as the procedure was not completed, the patient had been unnecessarily placed under anesthesia. This is considered a potential patient safety risk. It was reported the patient would be rescheduled for treatment at a later date. It was reported the disposable device is not available for return to the manufacturer for a device evaluation, however, a photograph of the error code on the generator display was provided.